Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error. The customer's blood glucose at the time of incident was 103 mg/dl. Customer stated he was calling back for the same pump power error which occurred again. The customer was assisted with trouble shooting. The customer was advised the pump needs to be replaced. Recommended customer refer to back up plan per hcp instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and low battery alert. The power management tool confirmed power error 25 and low battery alert was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.